Manufacturer narrative:
Device not yet evaluated by manufacturer.

Event description:
The catheter showed e001 error after been implanted for 1 days.

Manufacturer narrative:
According to sophysa in-house process, the parenchymal probe has been analyzed by the quality control laboratory. The sight shows that the catheter is quite clean, orange deposits are visible on the capsule. After connecting the probe to icp monitor, the error e001 is confirmed. An elongation of the tubing is present at nearly 130 mm of the capsule. The catheter returned doesn't meet its specifications due probably to a cut of the micro-wire in the tubing internal documentation shows that the probe has been delivered conform to quality requirements. This event is probably due to an excessive traction of the tubing that induced a breakage of internal micro-wire.

Event description:
The catheter showed e001 error after been implanted one day.